Event description:
On (B)(6) 2021 a patient underwent a cervical posterior fixation procedure from o-c2. The surgery was completed without issue. On (B)(6) 22th, 2022 it was discovered the right screw at c2 had loosened and the set screw in the left c2 had backed out. The patient was asymptomatic and their post op activity levels could not be confirmed. On (B)(6) 2022 a revision surgery occurred where the right loosened pedicle screw and the backed out set screw where replaced. The patient continues to remain asymptomatic post revision.

Manufacturer narrative:
The device was not returned and no radiographs were provided confirming the product complaint. However this event is related to previously reported (200064792) where examination of a involved returned lock screw found damage consistent with rod reduction/normalization interference during lock screw initiation resulted in lock screw back out, rod loosening and subsequent excessive loading which is considered to be the root cause of this reported screw loosening. The patients post op activity levels or whether or not fusion had been achieved could not be confirmed. No additional investigation can be completed. Label review "... Potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "... If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "... Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "... Post-operative warnings; during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." #(B)(4).